Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable

Manufacturer narrative:
The reported event of high pacing impedance and high capture threshold were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During a follow-up in clinic, an increase in capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.